Event description:
Dexcom g7 sensor application failure. This happened on 7 of the 9 dexcom g7 sensors that my insurance pharmacy manager (B)(6) sent to me. Reference reports: mw5168388, mw5168389, mw5168390, mw5168392, mw5168393, mw5168394.